Manufacturer narrative:
The glooko and insulet engineering teams investigated the issue and identified the root cause was related to an insulet introduced outage that exposed a glooko software issue. Because of this outage, the glooko software could not process notifications. Insulet re-ran the notifications to glooko which caused old op5 settings to appear as the most recent ones within the glooko system. The issue will be fixed to make sure that the order of processing notifications does not alter the results of settings within the glooko system for any op5 user to avoid this scenario. No adverse events were reported.

Event description:
An hcp reported that the date downloaded from a patient's insulet omnipod 5 pump to glooko reports displayed different insulin ratios (insulin to carbohydrate ration) than those that were actually programmed into the user's omnipod 5 pump. The glooko engineering team investigated the issue and found the root cause to be notifications processed out of sequence due to omnipod 5 manufacturer's cloud outage. A software improvement will be made to address the issue. No adverse events were reported.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768.